Manufacturer narrative:
The impella device was not received from the customer and therefore, an evaluation of the device was not possible. Upon investigation closure, a supplemental MDR will be filed. Instructions for use for the related event are as follows: ¿potential adverse events (united states) acute renal dysfunction, aortic valve injury, bleeding, cardiogenic shock, cerebral vascular accident/stroke, death, hemolysis, limb ischemia, myocardial infarction, renal failure, thrombocytopenia and vascular injury.¿

Event description:
The user facility reported a 63-year-old male undergoing cardiac surgery was implanted with an impella device for mechanical circulatory support. The us complainant had a 5.5 pump support ongoing for 2 days for a patient admitted in acute hf. The patient was seen to have mvd (mitral valve disease) cad (coronary artery disease) and a CABG (coronary artery bypass grafting) was planned. The team found after the 2 days there was pain in the limb accessed by the 5.5 and the pump was then seen to be thrombosing. The thrombus was venous, a dvt (deep vein thrombosis) rather than arterial clot. The 5.5 was explanted and replaced by a cp pump via the femoral artery.

Manufacturer narrative:
The investigation into the thrombus and the pain at insertion site issues has been completed since the original report was submitted. The device was not returned for investigation. Limb ischemia also occurred. As the necessary information was not provided and the device was not returned, the root cause of the thrombus and the limb ischemia was not determined. The cause of the pain at insertion site was not determined due to insufficient clinical details. Potential adverse events (united states) ¿acute renal dysfunction, aortic valve injury, bleeding, cardiogenic shock, cerebral vascular accident/stroke, death, hemolysis, limb ischemia, myocardial infarction, renal failure, thrombocytopenia and cardiac or vascular injury (including ventricular perforation)¿ in accordance with updated procedures, sections d6 and h10 have been revised from the initial submission.